Manufacturer narrative:
The device was implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to patient death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+, with restrictive cardiomyopathy. Three mitraclip were successfully implanted, reducing the r to grade 1+ and 2+. There was no device deficiency. On (B)(6) 2022, the patient expired due to an unknown cause. Reportedly, the death notification was from the patients sister, and additional details were not available. A device malfunction was not reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.